Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead.

Event description:
A basic evaluation trial patient reported her wires came out when she bent over to grab her mail. The patient had an appointment the next day with the healthcare professional (hcp). It was noted the patient began the trial on (B)(6). The indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.